Event description:
The manufacturer received information alleging that the rep recrt dreamstation auto CPAP device pulsates like a bipap, rather than providing continuous airflow like a standard CPAP. The device forced air into the patient's chest and stomach. Additionally, the patient reported harms of trouble sleeping, exhaustion, migraines, and chest pain, and claimed her oxygen level dropped to 80%. There was no reported medical intervention. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report is submitted to provide additional information from the manufacturer's final investigation findings and to include the related coding fields and date received by mfg. The manufacturer previously reported: "the manufacturer received information alleging that the rep recrt dreamstation auto CPAP device pulsates like a bipap, rather than providing continuous airflow like a standard CPAP. The device forced air into the patient's chest and stomach. Additionally, the patient reported harms of trouble sleeping, exhaustion, migraines, and chest pain, and claimed her oxygen level dropped to 80%. There was no reported medical intervention. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete." The device has not yet been returned to the manufacturer for evaluation. Three attempts made by phone on 16jul2025, 23jul2025, and 01aug2025 to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.